Manufacturer narrative:
A field service engineer (fse) was dispatched who removed and reinstalled the sample loop, prime the buffers and drain the flushes. Customer was able to run patient samples without issue. No further action was required from fse. The most probable cause of the reported event was a leak of the sample loop. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported low pressure and a leak from the injection valve with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.